Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the instrument made a constant noise and would not complete the self-test. Opened new deivce to complete the case. No patient consequences.